Event description:
It was reported that, during a tka surgery, when testing the machine, the navio booted fine, but did not recognize the anspach foot pedal. "Disconnected" message appeared as everything was correctly plugged on. The procedure was completed manually with s&n instrumentation without delay. The patient outcome is unknown.

Manufacturer narrative:
Memo for the submission added.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the device, used for treatment, was returned for evaluation. Functional evaluation was performed, which confirmed the reported problem. The footswitch would not engage and drive the drill or the anspach console. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode will be trended to assess for any necessary corrective actions. The navio tka user¿s manual ((B)(4) rev b) released at the time of the complaint provides detailed instructions for use of the anspach foot pedal. The user¿s manual provides instruction on how to perform the drill test prior to using the anspach surgical drill and foot pedal. This is a test performed by admin users that will test speed control capabilities of the drill and will log information regarding successful completion or error encountered during the tests. The software will verify that the navio¿ handpiece, drill handpiece, and drill foot control connections are functional. When all components are connected, the system will go into speed control mode so that the user can operate the drill with the drill foot control. Per complaint details, the device malfunction occurred during surgery. Based on the information provided, the procedure used the journey instrumentation set to complete the surgery. There was no reported delay, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time. We were able to confirm there was a relationship established between the reported event and the device. The malfunction was due to mechanical component failure. No containment or corrective actions are recommended at this time.